Manufacturer narrative:
H2: update - see section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9733320; ubd:unknown, UDI:unknown. H6) a manufacturer representative went to the site to test the navigation system . It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. A visual inspection failure was identified and an axiem box was replaced which resolved the failure. After completion, it was confirmed that the system performed as intended. Codes b01, c13, d02 apply. A0709 applies to no instruments can be tracked or verified and system displays axiem box not communicating with system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "axiem box not communicating with system," and the issue persisted after reboots, resulting in no instruments being tracked or verified. There was no patient involvement.